Event description:
It was reported that the handpiece disassembled during an unknown procedure. It was confirmed that no fragments of the device fell into the surgical site. There were no patient or user injuries reported, and there were no adverse consequences.

Manufacturer narrative:
Upon visual inspection, it was found that the retaining clip that holds the pivot pin and adjustment knob was loose allowing the control know, pivot pin, and lever to come apart from the device.